Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure colored stripes on the image was confirmed and dots on the image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction colored stripes was caused due to video cable was broken. The most probable cause of additional malfunctions found during the investigation was traced to component failure. Since the reported malfunction dots on the image did not reoccur during investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had displayed colored stripes or dots on the screen. The event had occurred during reprocessing. There were no reports of patient involvement.